Event description:
Note: this report pertains to the first of two reported malfunctions occurring during the same procedure. A hydratome rx sphincterotome device was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2008. According to the complainant, "while trying to cannulate the common bile duct, the distal end of the sphincterotome became twisted upon itself and could not be used." No pt complications were reported as a result of this event. An autotome rx sphincterotome device was selected to replace the hydratome sphincterotome. Refer to MFR report #3005099803-2008-02059 for details regarding the second device.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A search of the complaint database did not identify any additional complaints reported for the same lot. A review of the device history record was performed; no anomalies were noted. The (B)(6) 2008, 15-month jagtome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The hydratome rx sphincterotome product family is included with the jagtome product family for complaint trending purposes. (B)(4).